Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The meter has a large black splotch in the middle of the display and a number of smaller black splotches around it. Customer determined the black splotches are in the results field. The results are not clearly readable and could be misinterpreted. There was no allegation that any test results had been misinterpreted.